Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which was implanted four months ago, was already at middle-of-life 2 (mol2). The last automatic capacitor reformation was 10.2 seconds. The device information was saved onto a disk and will be sent to guidant for analysis.